Manufacturer narrative:
The usb cable was not returned for evaluation; therefore, only the wake button issue was evaluated and confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 125 mg/dl. Reportedly, customer continued to use the pump for insulin therapy. Additionally, customer alleged that the usb cable was not charging. Customer reverted to a different cable to resolve the issue.